Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the pump exhibited premature battery depletion. The patient was admitted to the hospital through the ER because they were suffering withdrawal. A nurse practitioner interrogated the pump and it showed an elective replacement indicator occurred on (B)(6) 2017 and the pump was in safe mode. The patient had been scheduled for a replacement on (B)(6) 2017. The issue was noted to not have been resolved at the time of the report. It was stated the patient's status at the time of the report was "alive-with injury." The injury was clarified to mean the withdrawal. No further complications were anticipated/reported. Additional information was received. The patient decided not to have the pump replacement and instead the entire system was explanted on (B)(6) 2017. The patient had stiff man's syndrome and a history of breast cancer. The pump logs showed that a premature elective replacement indicator (eri), low battery reset, and safe state all occurred at 02:59 on (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.